Event description:
As reported, approximately 1 month post op the initial right tsa, this (B)(6) male patient was revised due infection. Patient developed infection at wound site. I&d was performed and poly was upsized to 42mm +2.5 constrained. Locking torque screw was also replaced. Patient deemed stable. There as no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-00, 7258338 - eq rev torque screw kit.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.